Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the left ventricular lead exhibited intermittent and full loss of capture. Chest x-ray imaging showed that the lead was dislodged. The lead was explanted and replaced. The patient was discharged.